Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead malfunction occurred in that there was undefined impedance classified as high, loss of capture, a polarity switch and a probable fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.